Event description:
A surgeon reports a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. A piggyback iol implant procedure was performed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 10/27/2008 and 11/10/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 11/21/2008.